Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 4 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient came to clinic with complaints of draining from drive line exit site and pain over his lvad site, edema over the pump pocket, nausea, fever and chills. Drive line drainage culture showed moderate (B)(6). Patient also revealed that the exit site was "yanked on" prior to this episode. CT scans were taken. The results showed subcutaneous fat infiltration with overlying skin thickening in the anterior left abdominal wall along the lvad driveline with minimal soft tissue stranding also seen in the anterior mediastinum. No associated soft tissue gas or fluid collections. Findings were most consistent with cellulitis. Stable mediastinal lymphadenopathy, which was likely reactive. Other results showed antecedent granulomatous disease, mild splenomegaly, and a tiny fat-containing umbilical hernia. Patient was treated with drainage from his driveline exit site and pain over lvad. Patient was given 6 week treatment with (B)(6) 2,000 mg every six hours intravenously through peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. .